Event description:
The image generated by the x-ray system is either blurry or not visible. This is an intermittent issue.

Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.